Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 512 mg/dl and 223 mg/dl (nano system 1) and 220 mg/dl (nano system 2). The customer delivered 35 units of insulin following the result of 512 mg/dl. No adverse event was reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
No product to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. (B)(4).